Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h4, h6, h11. The device was not returned to olympus for inspection; therefore, the reported failure was not confirmed. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during a diagnostic colonoscopy procedure the subject device encountered b30 communication error. The issue was found before sedation and there were no reports of patient harm.

Manufacturer narrative:
The customer contacted olympus technical assistance support (tac) via other source. Troubleshooting steps were performed. The customer informed technical assistance support (tac) of the event. The device will not be returned to olympus for evaluation. E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.